Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range right atrial lead impedances, with the first low impedance detected shortly after implantation. The current device also reported an out-of-range atrial pacing lead impedance. Findings were consistent with an atrial lead insulation breach associated with noise on the ra lead. The device was later explanted and replaced due to upgrade. No adverse patient effects were reported.